Event description:
It was reported that the user believed the ilet pump could not keep up with an active lifestyle and used additional meal announcements and a pump pause to correct postprandial hyperglycemia, which led to a blood glucose of 61; education on appropriate operation was provided. Symptoms included hypoglycemia. Outcomes included the need for oral glucose administration. Investigation included interviews, analysis of information provided by the user, and a review focused on the user interface. Investigation of this case revealed no device problem, with a usage issue identified related to an improper method inconsistent with instructions and involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.